Event description:
It was reported that the pump's usb port was damaged resulting in difficulties charging the pump, resulting in the pump shutting off. The customer's blood glucose (bg) level was displayed as "high"; no specific value was provided. Customer administered a manual injection to address bg. Customer continued to use the pump for insulin therapy.